Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 400 mg/dl. Customer reported that infusion set cannula was bent. Customer stated that insulin pump had a insulin flow block alarm. Customer performed fill tubing process and insulin exited. Customer stated that auto mode was active at the time of incident. The insulin pump will not be returned for analysis.